Event description:
Reportedly, the recommended replacement time was reached unexpectedly. As a result, the device switched to vvi mode.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190403 - file-2019-00418 - analysis_and_closure_report_resp-2019-00535.pdf].

Event description:
Reportedly, the recommended replacement time was reached unexpectedly. As a result, the device switched to vvi mode.